Event description:
It was reported that a pt was implanted with an ams monarc subfascial hammock on or about (B)(6) 2008. It was indicated that the product caused the pt to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.